Manufacturer narrative:
Associated medwatch-reports: 9610612-2020-00027 (400462924 nx057z). Investigation results: no product at hand - therefore an investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available it is not possible to determine a definitive root cause for the failure. It could be possible that the failure is usage related. Rationale: in the light of the small amount of information received and due the circumstance that we did not receive the complained devices for investigation, it is not possible to determine a definitive root cause for the mentioned failure. There are no hints for a material problem. According to the quality standard and device history record files a material defect and production error was not found. It could be possible that there were problems with the cement technique. Potential sources of faults relating to the cement: · the processing time of the used cement was exceeded · wrong temperature · unfavourable storage · the age of the cement · wrong handling with the cement.

Event description:
No update provided.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report, if applicable.

Event description:
It was reported that there was an issue with a vega knee (femoral component), per information provided by medwatch 5092437/5092452. The patient was originally implanted with vega total knee components on (B)(6) 2017. There was postoperative loosening of the tibial and femoral components. The explant occurred on (B)(6) 2019. Additional information was not yet received. The adverse event is filed under (B)(4). Associated medwatches: 2916714-2020-00050